Manufacturer narrative:
(B)(4) issued mfg report #1525712-2011-00551. Update the serial number and mfg. The user sustained injury but it is unknown as to the extent of the injury. No RMA has been issued for the return of this device and it was not returned to the manufacturer (invacare) for evaluation but was evaluated at the competent attorney's present along with an ivc technician and claims engineer. The model 9xdt serial number is (B)(4). The device was approximately 5 months old at the time of the complaint. The user involved is described as (B)(6). The consumer's representatives, along with ivc representatives, agreed to replace the chair and visually inspect the malfunctioning chair. It was noted that the anti-tippers rotated within the mating tube and could not be secured using the snap buttons. The unauthorized installation of screws to both anti-tip assembles contributed to the condition and the anti-tips do not function as intended. It is the opinion of the ivc complaints engineer that the abrasion on the anti-tip wheels points to wheels rolling or striking an obstacle such as a curb and most likely occurred when the chair was not operated in line with the tipping-curbs section of the operator and maintenance manual. Aside from the damaged anti-tippers, there is no obvious indication the wheelchair tipped over. Functionally, the wheelchair operated as intended aside from the damaged anti-tippers. The model 9xdt has an unknown serial number. Therefore, the age of the device is unknown and the invacare manufacturing site is unknown. The consumers counsel alleges a design flaw with the device but did not provide any details. The latest power 9xdt user manual 1056953 is rev p (nov-11). The actual revision provided to the consumer is unknown. The users manual is written to help the consumer understand the design, usage, maintenance, and limitations of the device. It is unknown if the consumer fully read and understand the users manual.

Event description:
(B)(4) received information that a consumer sustained injury when the wheelchair allegedly flipped over due to a "defective design". Although the consumer alleges she incurred medical expenses, no details have been provided regarding the alleged injury.

Manufacturer narrative:
No RMA has been issued for the return of this device. The model 9xdt has an unknown serial number. Therefore, the age of the device is unknown and the invacare manufacturing site is unknown. The consumers counsel alleges a design flaw with the device but did not provide any details. The latest power 9xdt user manual 1056953 is rev p (nov-11). The actual revision provided to the consumer is unknown. The users manual is written to help the consumer understand the design, usage, maintenance, and limitations of the device. It is unknown if the consumer fully read and understand the users manual.

Event description:
Ivc legal received information that a consumer sustained injury when the wheelchair allegedly flipped over due to a "defective design". Although the consumer alleges she incurred medical expenses, no details have been provided regarding the alleged injury.